Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's orders were not crossing over to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders were not crossing over. A technical support specialist (tss) verified with the iest that the final message from the host was received. The tss reached out to the customer and advised to contact the cerner team or health information technology (hit). The cerner team acknowledged that an investigation was in progress and would inform the pharmacy once the issue was resolved. A user was requested to confirm whether the patient's information was displayed accurately and to identify any missing medications. The user confirmed that all patient orders and details were transferred. The system functioned as intended after the cerner team troubleshot the device.